Event description:
The customer contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 3 of 4. The home patient (hp) stated that the registered nurse (rn) told him to call baxter because she didn't know what the alarm meant. The technical service representative (tsr) explained the alarm and reviewed the therapy log, alarm log, and programming. The hp had 4 cycles. The cycle 3 ultrafiltration (uf) for the previous night's therapy was 2990ml. The hp's fill volume was set to 2500ml. There were no alarms. The tsr advised the hp to contact the (rn) and let her know what the alarm meant and see if she would like for him to do manual therapy for the night. The supplies from the previous night had already been disposed of. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported alarm. The nurse was made aware of the alarm. The nurse stated that the patient has not had any reoccurrences of the alarm or any other issues. The nurse stated that the patient was able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error; the clinician inappropriately set the minimum drain volume percent setting too low. Additional information: the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.